Manufacturer narrative:
(B)(4).

Event description:
Customer states that during a sigmoidectomy. This reload was used with an I-drive. It was confirmed that status lamps and a reload symbol on the handle had been lighted. A surgeon pressed a firing knob and a green lamp on the handle was flashing. However, the device did not fire. A new reload was opened to continue the procedure. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. No further incident. The last known patient status: good. The patient gender: female. Age: unknown. Weight: unknown. Idrive battery pack lot #: n4e1601x.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia* 60mm articulating medium/thick reload and one piece of test media opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Functional and visual testing of the returned sample confirmed the product did meet quality release specifications that were tested regarding the reported conditions due to the ability to test the reload to media. The reported condition was not confirmed. A review of the reload device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.